Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the returned angiographic material was reviewed. The technical investigation revealed that the balloon of the delivery system is still well folded and shows no signs of inflation. Stent imprints are visible between the x ray markers, indicating that the stent was initially crimped on the balloon. The stent was returned separately and is severely deformed over its entire length. The angiographic was reviewed. The actual complaint event is not visible. The angiographic material does therefore not provide further relevant information regarding the root cause of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined number of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of the rca. Despite pre-dilatation, the device could not cross the proximal calcified lesion of the rca. The stent dislodged and was retrieved with support of a 2nd guide wire. Subsequently, two other stents were implanted. After final angiographic control, the proximal and mid right coronary artery is free of significative lesion, and the coronary flow is normal (timi 3).